Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest/breast area, infra-scapular area using cooladvantage plus, coocurve plus on (B)(6) 2023 and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2024 by a medical professional. Treatment of this area (chest/breast area) represents off-label use in the united states.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Treatment of this area (chest/breast area) represents off-label use in the united states.

Manufacturer narrative:
Corrected data: b3, e1 clarification to b3 onset date: patient noticed symptoms 9-10 months after treatment date.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest/breast area, infra-scapular area using cooladvantage plus, coocurve plus on (B)(6) 2023 and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2024 by a medical professional. Treatment of this area (chest/breast area) represents off-label use in the united states.